Manufacturer narrative:
Section a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. H3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lenses (iol) were explanted from patient's left and right eye as the patient was unable neuroadapt to the lenses. The lenses were explanted and replaced with a non jnn lenses in a secondary procedure. There was no patient injury. There was no medical/surgical intervention required. No other information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 05/06/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut into three pieces. Scratches were also observed on the surface of the lens. No further issues were identified. No further evaluation was performed. Conclusion: no issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.